Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter stated that the pump emitted a communication call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no evidence of a communication call service alarm. During testing, the pump rewind, load, and prime steps were completed with no duplicated alarms. The pump case was removed and no moisture or evidence of intermittent connections was found on the printed circuit board.